Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation of tissue expander.

Event description:
Healthcare professional reported via regulatory reporting agency voluntary sus medwatch (mw: (B)(4), "post-op deflation of left breast implant 7 hours post-op. Had to have this device removed and new implant 2 days later." Device has been explanted.

Event description:
Healthcare professional reported via regulatory reporting agency voluntary sus medwatch (mw2700040000-2024-8075), "post-op deflation of left breast implant 7 hours post-op. Had to have this device removed and new implant 2 days later." Device has been explanted.

Manufacturer narrative:
Corrected data: h.10.